Manufacturer narrative:
(B)(4).

Event description:
A report has been received from a peritoneal dialysis nurse. Initially, it was reported that "the pt said the cycler was sucking air and there does not appear to have any holes in it" it has been learned in speaking with this rn that the pt has been given a prophylactic dose of antibiotics due to this incident. The pt also had cultures drawn and the results were negative. The pt has had no further medical intervention. The pt currently continues treatment with use of this product. The sample was saved for an evaluation.